Event description:
It was reported that the ilet displayed dosing stopped, pairing failed, and recharge notifications while attempting to pair with a dexcom g7 sensor, with fingerstick blood glucose readings of 157 mg/dl and later 146 mg/dl; the dexcom app showed active sensor readings, and pairing was ultimately achieved after correcting the pairing code in the ilet to match the dexcom app code, following an initial attempt with the wrong sensor type and code, and the device had briefly run out of battery during troubleshooting. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and identified a usage problem related to improper or incorrect procedure, specifically incorrect pairing configuration, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.